Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: hsz,gfa and gff. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the product was not returned to depuy synthes, however photo was provided for review. The photograph attached was reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 310.250, drill bit ø2.5 l110/85 2flute f/quick co would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 a manufacturing record evaluation was performed for the finished device product code: 310.250. Lot number: 856p297. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27/06/2022 manufacturing site:jabil bettlach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during the procedure, it is evident that the drill bit 2.5 has no cut, it takes a long time to make the brocade in the bone, the specialist presents discomfort because in the equipment only came a drill bit of 2.5 so I could not pass another drill bit, there was a delay of surgery of seconds because it took a long time to make the hole and made the bone suffer. The surgery was achieved successfully and was solved with the same drill bit because there was no more equipment. There is additional time in the surgery per second since the drill bit was delayed in passing the two corticals. This report is for one (1) drill bit ø2.5 l110/85 2flute f/quick co. This is report 1 of 1 for complaint (B)(4).